Event description:
The bur is breaking with light and/or slight angled pressure. There have been greater than 20 failures for multiple dates and patients. There have not been any adverse outcomes. Lot#: 14350cex, 14289cez, 14144cez, 14233cez.